Event description:
It was reported that the bd nexiva¿ closed IV dual port catheter system needle was resistant in the cannula and difficult to engage/disengage. The following information was provided by the initial reporter, translated from dutch: "complaint: the needle of the venflon chafes tremendously in the cannula, nurse therefore did not dare to use it... The moment we want to withdraw the needle from the cannula, you can clearly feel resistance/chafing. We always test this before we puncture a patient. Normally this goes smoothly. Because of this, before inserting the needle into a patient, the colleague has put this nexiva away."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: (B)(6) 2023 h.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. The reported issue of needle defect - other was not confirmed upon inspection of the samples. Analysis of the sample showed no cannula or tip damage. The sample was tested with both a leak and penetration test where no abnormalities were observed. The root cause could not be determined as the defect could not be replicated. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
D.4. The reported lot# 2362814 was not found for the reported catalog# 383642. D.4. Medical device expiration date: unknown. E.1. Initial reporter email: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV dual port catheter system needle was resistant in the cannula and difficult to engage/disengage. The following information was provided by the initial reporter, translated from dutch: "complaint: the needle of the venflon chafes tremendously in the cannula, nurse therefore did not dare to use it... The moment we want to withdraw the needle from the cannula, you can clearly feel resistance/chafing. We always test this before we puncture a patient. Normally this goes smoothly. Because of this, before inserting the needle into a patient, the colleague has put this nexiva away."